Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact on the customer's blood glucose level. The issue was addressed when technical support provided information for a pump reset, which they guided the customer through, resulting in the successful start of the sensor session without any further error codes being displayed.